Event description:
The physician reported that the svc coil of the subject device appeared damaged when it was removed from its packaging. The device was not utilized.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.